Event description:
It was reported that during an implant attempt, the helix on the lead would not extend on the second placement attempt. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.